Event description:
It was reported on 30aug2022 that it was "unable to inject water through blue head." During use. A new set was changed. The patient's condition is reported as fine. Additional information on 05sept2022: "it was found during flush prior to use."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc, one arrow raulerson syringe (ars), and the product lidstock for analysis. Signs of use were observed on the catheter body and inside the extension lines. Initial visual inspection of the catheter and extension lines did not reveal any obvious defects or anomalies. The catheter body length measured 323mm, which is within the specifications of 310-330mm per product drawing. The medial extension line outer diameter measured 2.185mm, which is within the specifications of 2.13mm-2.21mm per product drawing. The medial extension line inner diameter measured 1.4224mm, which is within the specifications of 1.42mm-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial extension line were flushed using a lab inventory 10ml syringe. The lumen was able to flush as expected and no blockages or occlusions were noted. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The medial extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension line. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of a blocked extension line could not be confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Functional leak testing was performed on the lumens according to bs en iso 10555-1 annex c and no leaks were observed. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported on (B)(6) 2022, that it was "unable to inject water through blue head." During use. A new set was changed. The patient's condition is reported as fine. Additional information on 05sept2022: "it was found during flush prior to use."